Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii access & delivery catheter devices used during the same procedure. It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii appeared black and white. A second spyscope ds ii was used; however, the same issue occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.